Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the omni elite balloon expanding stent (bes) met resistance with a previously implanted stent, resulting in difficulty during advancement. Additionally, it was reported that the stent dislodged. Analysis of the returned device confirmed the stent had moved on the device. The stent crimp marks were noted to be between the balloon markers, indicating the balloon was originally crimped correctly. The analysis also noted deformations on the shaft and a separation of the shaft. This type of damage is consistent with manipulation against resistance. It is likely that manipulation of the bes, when resistance was met, contributed to the shaft damage and subsequent stent dislodgement. It was reported that the interventional procedure was for the treatment in the aortic arch. It should be noted in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use states: ¿the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of = 5.0 mm and = 11.0 mm, and lesion lengths up to 50 mm.¿ it is unknown if the IFU deviation contributed to the reported event; therefore, a notification letter will not be requested. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in an unspecified artery with moderate calcification. After an unspecified stent was implanted at the target lesion, the first10x29mm otw omni elite 35 balloon expanding stent (bes) was advanced to the target with resistance with the previously implanted stent. The stent was noted to not be on the balloon when the bes reached the target lesion. Therefore, fluoroscopy was performed and the stent was found to be dislodged. A snare was used to remove the dislodged stent. A second 10x29mm omni elite 35 bes was advanced to the target lesion with resistance also with the implanted stent; however, the position of the marker appeared to change and shift on the distal stent balloon. Therefore, the second bes was removed from the patient, ending the procedure. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. H6 - medical device problem code 1494 clarifier: incorrect anatomy.